Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set separated between the female connector and the mainbody. This was noticed by the patient at home during peritoneal dialysis therapy. The patient reported it to the hospital nurse and the transfer set was replaced with a new product to continue the treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the main body. It was also observed that there was no evidence of solvent inside the barrel of the light blue main body. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.